Manufacturer narrative:
The device was received for evaluation. During functional testing , 'door not latching and power off error message' was reproduced. A review of the event history revealed multiple "door jammed!" Messages .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch faulty. Upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "door not latching and power off error message". This occurred during biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.